Event description:
The customer reported that alarms from their infusion pumps were not alarming at the central station. The device was in use on a patient. There was no report of patient or user harm.